Event description:
Patient was having an emergent heart cath for chest pain. There was an occlusion of the obtuse marginal branch and this may have been the result of an embolic event. Using the xb 3.0 catheter that was already engaged in the left coronary artery, a prowater wire was passed down into the obtuse marginal branch across the occlusion. During the procedure, staff noticed small green flecks seen in the aspiration basket. The color was similar to the coating on the prowater wire.